Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary problems, recurrence, and dyspareunia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence, urinary tract infection, urge incontinence and burning sensation. It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystourethroscopy. (B)(4).

Manufacturer narrative:
Date sent to FDA: 8/7/2019. (B)(4). Additional narrative: it was reported that following insertion the patient experienced abdominal pain, urinary retention, hematuria, adhesions, scarring and bladder spasm. It was reported that patient underwent mesh revisions on (B)(6) 2014, (B)(6) 2015, (B)(6) 2016 and (B)(6) 2017. (B)(4) represents the adverse event which occurred on (B)(6) 2014. (B)(4) represents the adverse event which occurred on (B)(6) 2015. (B)(4) represents the adverse event which occurred on (B)(6) 2016. (B)(4) represents the adverse event which occurred on (B)(6) 2017.